Manufacturer narrative:
The insulin pump passed delivery volume accuracy test. No unlocked lcd keypad connector.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with all operating currents with specification. The pump also passed the functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. The unit was received with all buttons responding properly. No damage or moisture damage was found on the keypad assembly. The following physical damage was also noted: cracked casing at the display window corners, reservoir tube lip, reservoir tube window, and battery tube threads, as well as minor scratches to the lcd window.

Event description:
The customer reported via phone call that she had to call an emt last week due to a blood glucose of 32 mg/dl. The customer stated that she could not get to her glucagon, and her glucose tabs and gel were not getting rid of her hyperglycemic symptoms. She felt as if she was going to pass out. Additionally, the customer stated that her buttons were squishy and that her buttons were not responding properly. The keypad issues have persisted for the past two or three months. All of the buttons have to be pressed two or three times before they respond. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.